Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer experienced sensor glucose discrepancies when compared with blood glucose readings. The customer's blood glucose was 265 mg/dl, but the sensor glucose read below 40 mg/dl. She received two calibration errors and a change sensor alert subsequent to being prompted to meter blood glucose after 12 hours. During troubleshooting, it was found that the customer's insertion site is on the thigh. The customer stated there was no incorrect blood glucose or delayed entry. It was also stated that the customer experienced intermittent calibration errors, and it was determined that the patient is calibrating with appropriate frequency. A recommendation was made to the customer to change the site. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.